Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is broken into two pieces, rendering the device inoperative. The broken piece was returned. The clinical/medical investigation concluded that per report ¿the broken piece was successfully removed without causing damage to the patient.¿ the procedure completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. Damage from misuse or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during the procedure, when drilling the screw hole of the distal block, the 4.0mm short ao pilot drill broke inside the patient. The broken piece was successfully removed without causing damage to the patient. The procedure was finished using a smith and nephew back up device, with no surgical delay and no injury to the patient.